Manufacturer narrative:
Device packaging was not preserved and so, expiration date and date of manufacture are unknown. Visual examination of both returned reloads showed no damage, and further showed that staples had been deployed from each. The alleged non-conformance could not be duplicated, and its root cause is not known.

Event description:
In a laparoscopic sigmoid resection procedure, it was observed after a device reload had been fired via an i45 stapler that the tissue was transected, but staples were not deployed. A second device was loaded, and it was reported that the reload was not recognized. The procedure was subsequently completed by use of another device reload. The patient was in good condition after the procedure.